Event description:
Event description cpi received information that this implantable pulse generator (ipg) and bipolar lead were explanted for infection. When the patient was being transferred from the operating table, after the explant procedure was complete, the patient arrested. The patient was resuscitated and a temporary pacemaker and lead wire were attached.